Manufacturer narrative:
Engineering analysis: the investigation into the reason for the complaint is difficult due to the fact that the device was not returned, the lot number of the device was not provided and the complete lack of details. The only relevant information provided was that "the stent came off the balloon while trying to cross. They did get a smaller stent to pass." This information is vague and does not provide enough information to determine the nature of the complaint. There is a possibility that the stent was unable to pass through the lesion as the inner diameter of the lesion was smaller than the profile of the crimped catheter. If this were the case the IFU instructs the operator to conduct the following: non-compliant obstructions where full expansion of the balloon dilation catheter cannot be achieved during pre-dilation, or where obstructions cannot be dilated sufficiently to allow passage of the delivery catheter. If the device had been returned the crimped stent diameter and balloon profile would have been measured to ensure it was of the proper diameter. The stent delivery system was not returned so this evaluation could not be performed. Engineering summary: a full review of the catheter lot history records for the device in question was unable to be performed as the lot number of the device in question was not provided. Conclusion: based on the lack of information provided, it is assumed that the physician was trying to advance the stent delivery system through a lesion that was too small for the icast to pass through without pre-dilating the lesion as specified in the IFU.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the stent came off the balloon while attempting to cross a difficult lesion.